Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump "stopped working." There was no reported impact to the customers blood glucose level. Customer did not recall additional details regarding the reported issue. No additional information was provided.